Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the valve in an open procedure, the thread broke. A new device with the same lot number without issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the valve 15 minutes into an open procedure for skin closure, the thread broke. A new device with the same lot number was used without issue. There was no patient injury.

Event description:
According to the reporter, when the device was being applied to the valve in an open procedure, the thread broke. A new device with the same lot number was used without issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.